Event description:
A baxter service technician reported finding a colleague infusion pump with a channel c "stop" key that was intermittent/inoperative. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.